Event description:
The customer reported that the device loses the ECG signal and produces a disconnected paddle alarm. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the device loses the ECG signal and produces a disconnected paddle alarm. There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.